Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, smartphone operating system: n5004l-am-q-mv01602-06-01.06, smartphone hardware: n5004l, cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula deployed earlier than expected during the activation process. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received deployed. Numerous external and internal components, including needle mechanism components, were observed to be damaged. These internal and external damages aligned indicating they occurred post-use. All attempts to download the returned pods data were unsuccessful; the three batteries were measured, and the voltage was found to be lower than expected due to the post-use damage. The cause of the reported needle deploying early could not be determined due to the observed post-use damage and subsequent data loss.